Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. The functional testing could not be performed, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests, de to the unresponsive buttons. The insulin pump had a cracked case at display window corners and a cracked reservoir tube lip.

Event description:
Customer's wife reported that the insulin pump alarmed for a button error. The blood glucose reading was 400 mg/dl . She reported that he went to the hospital for a low blood glucose at 46 mg/dl. She stated that the customer had dialysis and then got sick after a bolus before the blood glucose dropped. No further information was reported.